Event description:
After the writer primed the tubing, and attached the line to the patient, the pump was started. The patient then reported he felt a leak in the line. Writer inspected the tubing and found where the leak was and stopped the pump. Tubing was kinked above second y-site, closest to the patient.